Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner the shell and crease fold. Leak test and microscopic analysis was performed which identified: device no leakage and unit has no opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.